Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one of four while the patient was connected. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient stated that all the supply bags were properly connected to the homechoice cassette. The renal technical service agent advised the patient to start therapy over with all new supplies and reviewed the proper setup procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.